Event description:
The customer reported that during a cardiac support procedure, the surgeon could not introduce the guide wire into the introducer of the cannula. They used another cannula without difficulty or incident. The event date is unavailable at this time. No known impact or consequence to patient. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is being returned to the factory for evaluation. A supplemental medwatch will be provided when the investigation is complete.